Manufacturer narrative:
(B)(4). The event of "high intraocular pressure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported patient was implanted with 1st xen®45 gts two years ago. 12 months ago, patient underwent revision for an unknown reason and second xen®45 gts was implanted.